Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels and that the battery cap was difficult to remove. Customer's reading 227 mg/dl, but then kept going up to 500 mg/dl. Customer treated with a manual injection. The customer stated that one of the infusion sets was bent. The customer was able to remove the battery cap. The customer was sent a replacement battery cap. The insulin pump was not replaced or returned for analysis.